Manufacturer narrative:
(B)(4). The customer reported that the device alarmed for asystole and v-fib, and would not give a good 12 lead ECG when the pt had a normal sinus rhythm. There was no report of negative pt impact. A philips field svc engineer evaluated the device and could not reproduce the reported symptom. The device passed all standard testing. We cannot determine the cause because the symptom could not be reproduced.

Event description:
The customer reported that the device alarmed for asystole and v-fib, and would not give a good 12 lead ECG when the pt had a normal sinus rhythm. There was no report of negative pt impact.